Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a cracked belt clip slot and broken battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed an error during the rewind sequence. Her blood glucose was 110mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.